Event description:
Related manufacturer reference number: 1627487-2022-04670. Related manufacturer reference number: 1627487-2022-04672. It was reported the patient¿s drg system was explanted on (B)(6) 2022 for an unknown reason.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.